Event description:
Info received indicates the brake will engage but does not hold.

Manufacturer narrative:
The tech found the hex rod screw broken. The tech replaced the hex rod and screw to repair the stretcher.